Event description:
It was reported that a spectrum iq pump had blank screen during unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing the reported problem was unable to be reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No cause could be identified as the display was found to be cracked. The display requires replacement. Should additional relevant information become available, a supplemental report will be submitted.